Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads: upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 14139091. Product family: scs-lead fixation: upn: (B)(4), model: sc-4316, batch: 14073779.

Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively. The explanted devices were not returned.